Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of fentanyl at 799.7 mcg/day, 35 mg/ml of bupivacaine at 13.995 mg/day, 2.8 mcg/ml of prialt at 1.1196 mcg/day, 1000 mcg/ml of baclofen at 399.9 mcg/day via an implantable pump for intractable spasticity. On 2017-may-08, it was reported that the patient missed their refill on (B)(6) 2017 and their pump was alarming due to an empty pump. The hcp did not have saline (pfns) or drug available to refill the pump and might not be able to get it until (B)(6) 2017. According to the hcp, the patient was experiencing increased pain and was on oral medications. Additional information was received on (B)(6) 2017. It was reported that the issue had not been resolved yet as the medication, which had been ordered, needed to arrive. The hcp hoped that the pump could be refilled on (B)(6) 2017 in the afternoon. It was also reported that the patient's pump first began to have a low reservoir alarm before (B)(6) 2017 and the empty reservoir alarm didn't occur until (B)(6) 2017, however the patient ignored both alarms before the patient's at-home nurse contacted the hcp to have the pump interrogated. According to the hcp, no vital signs were taken at the time of the pump interrogation. No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.